Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that they don't feel the therapy is helping them as well as it should. Patient inquired if they should increase stim or should be changing to a different program. They thought they were told they should be on program 1 but now when they look they are on program 2. The patient stated they aren't sure if they accidentally changed it or what happened. Patient services reviewed the patient could consider increasing stim as long as it's comfortable. Patient services reviewed if this doesn't help symptoms to improve and the patient cannot increase any higher, a discussion with the doctor on changing programs would be a good next step. Patient confirmed they know how to switch programs. Patient mentioned they noticed this issue with their symptoms for probably about a month. Patient will attempt to increase and monitor symptoms to see if they improve.